Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
His device is included in the premature battery depletion with implantable cardioverter defibrillator advisory of (B)(6) 2016 periodic summary report.

Event description:
The patient presented in clinic following a merlin@home transmission . Upon interrogation, it was noted that the device battery voltage decreased unexpectedly. The device was explanted and replaced due to premature battery depletion. The patient was in good condition.